Manufacturer narrative:
Additional information: h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green cap (patient line cap) of an unspecified quantity of amia automated pd cycler sets "easily comes off". It was further reported that ¿green cap pops off¿. This was observed during set up of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.